Event description:
Reportable based on analysis completed (B)(4) 2014. It was reported that the stent was unable to cross the lesion. The target lesion was located in a severely calcified left anterior descending artery (lad). A 38mm x 3.50mm ion drug eluting stent was selected and advanced to treat the lesion; however the device was unable to cross the lesion. No patient complications were reported and the patient is stable. However, analysis found distal stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was returned for analysis. A visual and microscopic examination found that the stent was damaged at the distal end. The most distal row of struts was found to be bent in the direction of the tip. The tip itself was found to be intact. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was found to be kinked at various locations along its length. The outer was also found to be kinked. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).